Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
The device showed signs of early battery depletion. Sjm was contacted and confirmed that the battery appeared to be depleting prematurely. No intervention was performed and the device remains implanted and is being monitored. The patient is in stable condition.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
The device showed signs of early battery depletion. Sjm was contacted and confirmed that the battery appeared to be depleting prematurely. The device was explanted and replaced. The patient is in stable condition.